Event description:
It was reported that while using abg dummy product unknown, there was 1 foreign matter in the lumen. This event occurred 1 time. The following information was provided by the initial reporter: there is a black foreign body in the lumen of the bd arterial blood collection device.

Manufacturer narrative:
E1: (B)(6) hospital. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#:uknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.